Event description:
It was reported that the patient received inappropriate therapy. Interrogation showed a low hv lead impedance. When the pocket was opened, the svc was found to be disconnected from the ICD. The ICD and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The anomaly observed in the field was confirmed in the laboratory. The analysis indicated the output circuitry of the device was damaged. It is believed that the leads arced causing a low impedance path that resulted in the damage.